Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020. Customer¿s blood glucose level at the time of the incident was 478 mg/dl and current blood glucose was 143 mg/dl. Customer stated she was having high blood glucose on friday. Customer stated she was very sleepy. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature active and automatically adjusting insulin at time of high blood glucose event. The customer was treated with syringe and insulin pump at the hospital. Customer was in emergency room as a result of high blood glucose. Troubleshooting for the customer¿s high blood glucose was refused. The insulin pump will not be returned for analysis.